Event description:
The reported stated that the product was shipped to a distributor in (B)(6) with ice packs that were received melted. The ice packs were smaller than ice packs received in the past. It was later reported that the devices were sent to a customer and used on pts. Integra has requested additional information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.